Event description:
It was reported that rising threshold and impedance were noted on this lead approx. 93 months after the implantation. A new lead was implanted. It is currently unclear whether the lead remains implanted or not. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided data screenshot showed the pacing impedance trend curve which recorded the initially stable pacing impedance around 500 ohms with a gradual increase to around 1500 ohms in the last third of the recording period. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.